Manufacturer narrative:
The device evaluation found the universal cord had a scratch, adhesive on bending section cover is detached, due to annual inspection, parts must be replaced, connecting tube had coating peeling, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in right direction did not meet the standard value, connecting tube had buckling, plastic distal end cover had a scratch, adhesive around light guide lens had discoloration, due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value, forceps elevator had foreign material the inside of light guide lens had foreign objects, electrical connector had corrosion and due to wear of angle wire, the play of right/left knob was out of the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the inside of the light guide lens had foreign objects. This report is being submitted for the event found during evaluation. There was no patient involvement.